Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/13/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Keypad is torn over the up and ok buttons. All of the buttons have an intermittent response. No buttons are hyper-sensitive. The keypad was found to have the up, down, and ok button contacts inverted, as well as contamination under all button contacts. There's a crack along the battery compartment extending from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that ok, up, and down buttons were hyper responsive. The reporter stated that ok button is worn and it has a tear at the bottom of keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.